Event description:
It was reported that no battery voltage was given and a save-to-disk could not be completed for the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the actual device was not received for evaluation; however, performance data was collected from the device and analyzed. A power on reset (por) occurred with the same timestamp as the implant date. The device appears to be functioning normally after the por.